Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), the device stopped ventilating. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was put through extensive testing while using the customer's high pressure o2 hose and a known good test set up and the report could not be duplicated. A review of the device log shows evidence of conditions, under which, the device would not ventilate the patient. The presence of these alarms and conditions that accompanied them are not necessarily an indication of device malfunction. They can be caused by, but not limited to, a low o2 tank, defective regulator, a leak/kink in the patient circuit or incorrect settings. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.